Event description:
It was reported that a physician trained in the use of the proglide device achieved arteriotomy closure of the right common femoral artery after an unspecified procedure. Reportedly, shortly after a successful arteriotomy closure the patient presented with a "cold leg - diminished pulse". An angiogram was taken of the right common femoral artery and an occlusion was found at the target site of the vessel closure. The patient was taken to surgery and the occlusion was surgically treated. It was not reported if a "back wall stick" had occurred. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified;therefore, a device history record review could not be performed.